Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 sensor on the sixth day of wear. As a result, the customer was unable to obtain readings and experienced symptom of sweating. The customer was unable to self-treat and was provided with grape sugar by parents. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 sensor on the sixth day of wear. As a result, the customer was unable to obtain readings and experienced symptom of sweating. The customer was unable to self-treat and was provided with grape sugar by parents. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and the results were within specification. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.